Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a non-tortuous and severely calcified right posterior tibial artery. After the 2mm x 40mm x 144cm coyote es balloon catheter ruptured during first inflation at 6 atmospheres within the first few seconds, a 2.5 x 4mm coyote balloon was opened but ruptured as well. The procedure was completed with a smaller coyote balloon catheter. No patient complications were reported.